Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: no product returned for device analysis; a device history record (DHR) review was not conducted due to a lot number was not provided. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device had leakage around the filter site. The patient changed the extension line and proceeded with the infusion. There was no treatment interruption.